Manufacturer narrative:
Additional information provided in section b.3, b.5, e.1 and h.6 the manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited chamber instability during the cataract with intraocular implantation surgery. The surgery was completed on the same day without any patient impact.

Manufacturer narrative:
Additional information provided in section h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited chamber instability during the surgery. The details of the procedure and patient impact have not been reported. Additional information has been requested.